Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged when opening the package. The surgeon applied another device for the procedure. The hospital has reported no pt injury occurred.